Event description:
It was reported by the rep during a laparoscopic cholecystectomy. It was reported the blade was attached to handpiece and a solid tone occurred. The test tip was attached to the handpiece and the handpiece functioned normally. Another blade was obtained, attached to the handpiece and functioned normally. There was no consequence to the pt.

Manufacturer narrative:
Harmonic scalpel 5mm dissecting hook-based on the information received and functional testing, a scratch was found in the blade. This type of damage may be seen if the blade comes in contact with other instruments when energized. The operating manual states to avoid accidental contact with other instruments during use and when cleaning and sterilizing. It could be ascertained if this may have occurred in this instance.